Event description:
During follow-up, sensing noise and inappropriate automatic mode switch were observed on the device. Provocative testing was performed and noise could be reproduced. The patient was stable and will continue to be monitored; there were no adverse consequences.